Event description:
It was reported that the analyze button on the customer's device was intermittently activating on its own. Intermittent functionality of the analyze button could prohibit defibrillation delivery. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the dome switch on the left-side of the analyze button was crushed due to impact damage. Physio observed that due to the damage, the button would engage when the keypad was flexed, or if slight pressure was applied to the area surrounding the analyze button. There was also damage to the keypad's overlay, where a sharp object was likely used to press the analyze button, thus damaging the button.